Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic colectomy, at the first firing, when the doctor attempted to fire the device, an abnormal sound was heard and the device was unable to fire. Another device was used to complete the case. There was no patient injury.